Manufacturer narrative:
G4 PMA/510(k - corrected. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that the coil stretched and detached prematurely during implantation. The doctor's opinion was that it could not be coiled in the aneurysm and stretched because he attempted to implant a 12 mm coil in a 6 mm diameter vessel. There is insufficient evidence available to determine if this was the cause for the reported events. An assignable cause of undeterminable will be assigned to this complaint as the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause.

Event description:
It was reported that during a posterior arteriovenous fistula (avf) case, resistance was felt during advancement, and subject coil was stretched and prematurely detached during use. Attempts were made to retrieve the remaining coil; however, it could not be retrieved. The procedure was completed as it was, and the patient condition is not known.

Event description:
It was reported that during a posterior arteriovenous fistula (avf) case, resistance was felt during advancement, and subject coil was stretched and prematurely detached during use. Attempts were made to retrieve the remaining coil; however, it could not be retrieved. The procedure was completed as it was, and the patient condition is not known.